Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a procedure on (B)(6), 2011. According to the complainant, the patient had a duodenal stenosis. The patient anatomy was noted to be tortuous. During the procedure, the stent system was positioned within the patient. However, the sheath detached from the handle and the stent was unable to be deployed. The procedure was completed with a 9cm wallflex enteral duodenal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable." Based on the investigation results, which indicate that the stent was returned partially deployed, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient birth date is unknown, it was reported that the patient was born within (B)(6). A visual examination of the returned device found that the stent was partially deployed by approximately 15mm. The handle had detached from the outer sheath. In addition, the outer sheath was kinked in two locations along the working length and stretching was noted. During a functional evaluation, it was possible to retract the outer sheath by hand and deploy the remainder of the stent. An examination of the deployment stent and the stent holder found no anomalies. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The most probable root cause classification is operational context.